Event description:
It was reported a device movement occurred. A left atrial appendage (laa) closure procedure was performed using a 27mm watchman flx laa closure device with delivery system (wds) and a watchman fxd curve access system (was). The closure device met release criteria and was released. Via fluoroscopy and transesophageal echocardiogram (tee) it was discovered the closure device had shifted within the laa creating a large leak on the limbus side of the closure device. Several attempts were made to snare the closure device however the anchors were engaged in the laa and the closure device was unable to be moved. On the final snaring attempt, the closure device shifted back into the intended location. Release criteria was evaluated and all criteria were met. The procedure concluded and the patient remained hospitalized overnight for observation. Echocardiography and xray examination revealed the closure device remained in place at the intended location. The patient fully recovered and was discharged one day post index procedure.